Event description:
Non-integration. Clinician reported that they attempted to place implant but could not maintain initial stability. Site was grafted and patient was sent home. Will attempt to place another implant in future.

Event description:
Non-integration. Clinician reported that they attempted to place implant but could not maintain initial stability. Site was grafted and patient was sent home. Will attempt to place another implant in future.